Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the drawer jammed. As per part investigation, it was determined that thermal damage to component u501 on the pcba pmc pyxis mini and failure of both pcba dwr cntlr mini. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of drawer jammed was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order (B)(4), the field service engineer (fse) reported that drawers 11 and 12 failed, and the main pyxibus board had missing leds. The fse replaced the drawer controller boards and the main pyxibus module controller (pmc) board. The customer inventory was verified with no issues observed. During dchu visual inspection: pn 151730-21: the unit revealed signs of thermal damage, specifically on component u501. No fluid ingress, loose components or other anomalies were observed. Pn 151722-01: both units were received in good condition with no signs of physical damage, loose components, fluid ingress or missing components. During dchu testing: pn 151730-21: no testing was required due to evidence of thermal damage observed on the u501 component. Pn 151722-01: pcba dwr cntlr mini were evaluated on an esd-protected surface using a calibrated digital multimeter in ohms mode. A measurement between tp505 (gnd) and tp502 (5v1) showed 0.2 ohms (expected >1000 ohms), indicating a short circuit. No further testing was necessary. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to component u501 on the pcba pmc pyxis mini resulting from an electrical failure. This damage compromised communication and control signals, preventing the drawer from opening properly and leading to overall system malfunction. Additionally, it was determined that the failure of both pcba dwr cntlr mini units was generated by a short circuit on diode d501 and q501 which led to circuit instability and compromised the drawer's functionality.